Event description:
The gastrointestinal videoscope was returned to the service center with a report of blocked air/water channel. This does not indicate an MDR reportable event. However, during inspection of the device at the service center, an MDR reportable malfunction was noted where foreign material remained on the right/left knob, up/down knob, c-cover (plastic distal end cover, a-rubber (bending section cover) and the connecting tube. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the cause of the foreign objects could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.